Event description:
The contact stated that the customer's meter has been giving high readings. While troubleshooting, the contact performed normal control tests using 2 bottles of strips and rec'd results of 317, 318, 355, and 362 mg/dl. The normal control ranges are 111-160 mg/dl and 117-168 mg/dl. The customer did not allege any adverse events due to the readings. The meter and strips are to be returned, and replacement products will be sent.

Manufacturer narrative:
Autodisc test strips, 3622a, 1a2986aa also to be returned. The manufacture date is 07/2005.